Event description:
Caller reported a cgm error 42 related to their device. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process. After the pump reset, the cgm error code was no longer displayed, and the caller successfully started their sensor session.